Manufacturer narrative:
Insulin pump received unable to performed thr displacement test due to detached end cap. No loose drive support disk anomaly noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the drive support cap was loose, insulin pump had crack on complete underside. The customer¿s blood glucose level was 237 mg/dl at the time of the incident. The insulin pump will be returned for analysis.